Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: investigators were unable to confirm or duplicate the original complaint; the review of the black box data showed that the data from the date of the original complaint has been overwritten. Current black box data showed no evidence of short battery life. Battery cap was able to fully tighten. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Unrelated to the original complaint, the pump powered on with a returned battery cap to a dim and discolored display. In addition, the battery compartment was cracked. The audio bolus button cover had a tear in the center; however, the bolus button was responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.